Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which she could not resolve. Her blood glucose level at the time of the event was 300 mg/dl. The customer stated that they did not try different cannula lengths. She stated that the insulin was not expire or denatured. The customer stated that the sites were rotated and that the tubing was not bent or kinked. The customer stated that they tried all remedies. Advised her that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.